Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted bent/kinked stent sheath causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy/flower the stent. The noted partially separated jacket was confirmed by the account as occurring during handling for shipment back to abbott for analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 6.0x150mm absolute pro self expanding stent system (ses) was removed from the packaging, the stent had prematurely deployed 3cm. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the sheath was separated 3 cm from the distal end of the shuttle.